Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, company lens was loaded into a company cartridge and the lens was implanted but doctor said the lens was shredded and the lens was then explanted. Another lens of same diopter was loaded into the same cartridge as the lens before but with a different injector and the lens was implanted but doctor said the lens was shredded again and the lens was then explanted. Another lens of same diopter was loaded into the same cartridge as the two lenses before it but using a different pair of forceps and the same injector as second lens. Upon advancement, the tech and doctor both felt resistance. This lens was not implanted and there was no patient contact. Doctor asked the tech to advance it onto the back table and viewed the lens under the microscope and the lens appeared chipped. Another lens of same diopter was loaded by a different tech into a new cartridge using a different pair of forceps, different injector and the lens was implanted with no complications. Additional information was received, there was no patient harm. There are two medical device reports associated with this report. This is 1 of 2.

Manufacturer narrative:
The used company cartridge was returned taped to a lens case lid. Viscoelastic was observed in the cartridge. The nozzle has an aneurysm along the top which travels into the tip. The bottom of the tip also has a large aneurysm. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Seven unopened company cartridges were returned of the reported lot. One sample was randomly pulled for evaluation. The returned unopened company cartridge was microscopically inspected and no damage or abnormalities were observed. The cartridge was functionally tested per the IFU (instructions for use) using a qualified company handpiece, company lens, 27.0 diopter lens and company viscoelastic. The cartridge was filled with viscoelastic per the IFU. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Three lenses were returned. All three lenses exhibited similar damage of cracks and chips. This damage was on opposite sides of the optic. This damage was similar to damage caused by a plunger override. Qualified associated products were indicated. The returned used company cartridge had extensive damage. Top coat dye stain testing was conducted with acceptable results. One of the unopened company cartridges returned for the reported lot was evaluated. No damage or abnormalities were observed. Functional and dye stain testing was conducted with the unopened sample with acceptable results. No resistance was felt. No lens or cartridge damage as observed after the lens delivery. The observed damage to the used company cartridge started in the nozzle. The nozzle has a large aneurysm that extends into the thinner tip area. The tip also had a large aneurysm on the bottom and heavy stress. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens/plunger are not positioned correctly for advancement. The three returned lenses all exhibited damage that would indicate a plunger override occurred. All three lenses had very little viscoelastic present. It was also indicated the same cartridge was used for all three lenses. Company cartridges are single-use devices. The IFU instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18 degree centigrade (64 degree fahrenheit ) and 23 degree centigrade (73 degree fahrenheit). The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).